Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot/serial#: (B)(4), serial# implanted: (B)(6) 2016, product type: lead. Product ID: 3387s-40, lot/serial#: (B)(4), implanted: (B)(6) 2016, explanted: (B)(6) 2018, product type: lead. Other relevant device(s) are: product ID: 3387s-40, serial/lot #: (B)(4), ubd: 16-nov-2018, UDI#: (B)(4). Product ID: 3387s-40, serial/lot #: (B)(4), ubd: 05-jul-2019, UDI#: (B)(4). Date of event is an approximate. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was implanted with a neurostimulator (ins) for parkinson's dual and movement disorders. It was reported that the patient was getting an MRI to put the lead back in after one of the patient's lead was removed due to a possible infection. It was unknown if the extension was also removed and they indicated that the hcp said they "plugged it". No further complications were reported or anticipated with this event.